Event description:
A (B)(6) female patient contacted zoll customer support to report that the power cord on her charger seemed loose and is having difficulty powering it up. The patient was issued a replacement and charger/modem.

Manufacturer narrative:
Device evaluation summary: device evaluation of charger/model sn (B)(4) has been completed. The reported problem (power cord loose in charger) has been confirmed. Upon evaluation, the power supply connector was damaged. The cause of the damage is pins pushed into the connector. The root cause of the damaged pins cannot be positively identified but is likely a result of excessive force. No adverse event resulted from the damaged connector. The patient received a replacement charger/modem.